Event description:
On (B)(6) 2017, a (B)(6) year old male weighing (B)(6) kgs underwent surgical procedure. Note from surgeon: "on a lap sigmoid earlier this week, I did the usual eea anastomosis. Everything went totally fine, with two complete anastomotic rings - and a 1 cm hole on the lateral aspect of the anastomosis. This required re-resection and redo of the anastomosis (using an additional gia reload, echelon reload, and a new eea). That redo anastomosis did not leak, but then bled postop day #2. This patient also required 2 units of blood, a colonoscopy, and at least an additional 2 days in the hospital."